Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1911916-2026-00070 was sent in error. This event was previously reported via MFR# 1911916-2026-00062.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Black strip on back of packaging, when separated noted that not sealed where black strip is present representing concern for sterility. No patient harm.